Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white cable of the mobile power unit (mpu) was broken, possibly not transferring data. The unit was removed from site pending repair.